Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to no button response. No reset by itself during testing was noted. No blank display when pressing the buttons. The device was also received with scratched display window, cracked display window corner, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (b)(60 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the day before, the insulin pump was exposed to river water when he went rafting and then it alarmed button error and the up and down arrow buttons were not responding. He removed the battery to reset the device and the up and down buttons started to work, but the esc and act buttons became unresponsive. He also reported experiencing high blood glucose the morning of the call when waking up. Blood glucose value was 400 mg/dl. The customer treated with a manual injection, went back to sleep and then woke up at 130 mg/dl. He stated that he then ate and bolused with the insulin pump but his blood glucose went up to 350 mg/dl. During troubleshoot, he confirmed that he could see condensation inside the screen and stated that when a button is pressed, the screen goes blank. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.